Event description:
It was reported that the target lesion was located in the proximal left anterior descending artery (lad) with moderate tortuosity, moderate calcification and 75% stenosis. The lesion was dilated with a 2.5 x 12 mm nc trek balloon catheter, but the balloon ruptured at 18 atmospheres (atm). No resistance was noted during advancement of the nc trek balloon. Thus, the lesion was further dilated with a new 2.5 x 12 mm nc trek balloon catheter. Then, a 2.5 x 12 mm xpedition stent delivery system (sds) was advanced with no resistance during advancement. Blood was observed to be coming into the inflation device when the sds was pressurized at 18 atm. Therefore a balloon rupture was suspected. The stent implant was deployed in the lesion and post-dilated with a 3.0 mm trek balloon catheter. No adverse patient effects were reported. There was no clinically significant delay of procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: sion blue; inflation: mach1 fl4. The xience xpedition referenced is being filed under a separate medwatch report. Evaluation summary: the device was returned for evaluation. The reported balloon rupture was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.